Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 477 mg/dl. Customer reported replace battery alert. Customer stated the error occurred less than 8 hours of low battery alert. Customer stated there was crack at battery compartment. Customer stated insulin pump had software error alarm. Customer was able to clear and rewind the insulin pump. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was cut open to perform visual inspection. Corrosion/moisture damage was found on pcba 1. Also found the j7 connector broken off of pcba 1 due to the heavy corrosion during visual inspection. A test pcba 1 was swapped out and the pump powered up successfully. Successfully downloaded trace and history files using thus. The power management graph shows abnormal behavior and confirmed the battery was draining faster than it should (less than a week). The adapt tool verifies unexpected low battery alerts and battery power loss occurred starting on (B)(6) 2022. Further review of the history shows on (B)(6) 2022 there were nine (9) pump error 53 (line number 5632 file number 2005) alarms and on (B)(6) 2022 there were two pump error 53 (line number 5632 file number 2005) alarms due to a software error. The blank display is due to moisture damage on pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, stained keypad overlay, serial number label stained and damaged, and pillowing keypad overlay. The blank display, unexpected battery power loss, and low battery alerts are confirmed due to moisture damage on pcba 1. Pump error 53 alarms are confirmed due to software errors. Cosmetic damage on the battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.